Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they tried using different reference for the electrodes and all came back as high. The high impedance issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. It was reported that impedances were over 10,000 ohms even with changing the reference contact. It was said that surgery was planned, but not yet scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was not feeling therapy unless she moved her head back a certain way. An impedance check up to 3v found that all contacts were over 40000 ohms. The patient mentioned this was related to a fall. The representative was going to work with the healthcare provider to determine the next steps. The indications for use were spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the impedances were over 10000 and the leads had migrated down. A lead revision and possible new battery was planned for surgery.